Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic roux-en y gastric bypass, when the surgeon was using the device, the stitch loaded fell from the prongs of the device. The stitch was then removed with a separate instrument. The stitch did not latch properly into the product and was difficult for the surgeon to use. When reloaded, the problem continued. The operator opened a new instrument and proceeded with no issue. There was no patient injury.